Event description:
Three weeks following implantation of permacol for a paraesophageal hernia repair, the pt presented with bloody emesis. The surgeon carried out an endoscopy and a portion of the permacol was found to have eroded into the stomach. An emergency partial gastrectomy was performed and permacol was removed. The pt was initially in a critical condition and held in the intensive care unit but was later discharged. The surgeon believes they will make a full recovery.

Manufacturer narrative:
Following a review of the device history record, all process and test criteria has been verified as complying with the permacol finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There was no evidence to suggest any reason for potential product absorption, sterility or tensile strength concerns.